Event description:
Electrical failure of microscope. Scope was not checked prior to procedure. Biomed called to find blown fuses caused by loose connection in lamp housing assembly. Replaced lamp and fuse, retested ok, unit returned to svc. MFR notified.